Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak with complete separation of the aortic components is confirmed by still photo only. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply.¿

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately four (4) years post initial procedure, a type 3a endoleak with separation between the bifurcated stent graft and the suprarenal stent graft extension was identified. The patient is currently being monitored and is stable. There have been no additional patient sequelae reported. Additional information-it was reported by the sales rep that the patient status is unknown. The physician does not intend to treat the patient due to other medical issues unrelated to the aaa. No additional information was provided.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately four (4) years post initial procedure, a type 3a endoleak with separation between the bifurcated stent graft and the suprarenal stent graft extension was identified. The patient is currently being monitored and is stable. There have been no additional patient sequelae reported.